Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 21 days of data (12nov2020 ¿ 04dec2020 per the timestamp). No external power alarms were active on 29nov2020 at 22:36:45 and at 22:40:11 due to losses of ac power while the system controller was connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system without issue during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the no external power alarms were due to the patient accidentally disconnecting the ac power cord from the wall outlet. The account communicated that the mpu is operational and will not be returned for evaluation. The root cause of the reported event was determined to be the patient disconnecting the mpu ac power cord from the wall outlet. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 13may2020 heartmate ii patient handbook , under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnects alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu. This section informs the user of how to properly plug the mpu ac power cord into the wall outlet and into the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no external power events occurred while the patient was on mobile power unit (mpu) power. Additional information provided stated that the no external power alarms were due to the patient accidentally disconnecting the ac power cord from the wall outlet. It was noted that has a v-lock connector on the a/c power cord. There were no environmental circumstances that would have affected a/c power at the time of the event. The account communicated that the mpu is operational and will not be returned for evaluation.